Event description:
Situation: closed system transfer device failure. Background: patient was being administered IV push fluorouracil. Cstd (closed system drug-transfer device) was dislodged from needle, and patient was sprayed with 1-2ml 5fu on his shirt. Cstd was not able to be reattached to syringe assessment: cstd failure; product discarded due to containing trace amounts of chemotherapy. Discarded according to chemotherapy handling policy.